Event description:
The account alleges that the tip of the catheter detached during a fenestrated evar case, resulting in an extended case time while the tip was retrieved.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is due to cracks in the fused assembly due a poor fusing process for this unit. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.